Manufacturer narrative:
Competed information for patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result for one patient. The following data was provided (reference range: results <5 ng/l are negative): (B)(6) 2022 sid (B)(6) initial result = 33.9 ng/l, repeats were <5.1 ng/l and <5.1 ng/l no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) reviewed the instrument logs and was unable to identify a single definitive cause for the elevated result. Return testing was not completed as returns were not available. An instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results reported for (B)(6).there were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity I did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) was identified.